Event description:
It was reported that during a right coronary artery intervention, a perforation, with extravasation, occurred at the ostial right coronary artery from the guide catheter. A 2.8x16 graftmaster stent system was advanced to the perforation and implanted, successfully sealing the perforation. After post stent dilatation, the results were noted to be excellent. The patient became hypotensive with chest pain. Thrombus was noted in the stent and extending to the distal vessel. Anticoagulants were administered and balloon angioplasty was performed but the patient went into ventricular tachycardia and fibrillation. Initially cardioversion was successful, but later the patient did not respond to it. After a couple hours of resuscitation, the patient was pronounced dead. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of ventricular fibrillation, tachycardia, hypotension, thrombosis, and death are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments including medication required appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.